Manufacturer narrative:
(B)(4). On an unreported date during hospitalization for an unrelated event, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. During hospitalization for an unrelated event, the patient was diagnosed with the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. Dianeal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was reported the patient was hospitalized for an unknown indication prior to death. It was not reported if the patient was recovered from the peritonitis event. It was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.